Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the new inpen and it's not yet paired in his inpen application. The customer reported a blood glucose value of 400+ mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following led up to the event was leaks. The event involved product(s) mmt-105elblna. The customer reported high blood glucose. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. The reported issue was resolved, and no escalation was required no further patient complications were reported. Mmt-105elblna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Front cap shell wont lock in place. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 1.09v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Performed leak test and no fluid leaks were noted outside the fluid pathway. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: no fluid leaks were noted on inpen. Inpen working as design. However, inpen did not transmit doses to app due to depleted battery (1.09v). Therefore, the customer concern was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.